Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 4 years and 10 months post implantation of a 23mm sapien 3 ultra valve in the aortic position, a valve in valve was performed for valve degeneration. It was reported the patient has degeneration of her valve with aortic stenosis and moderate aortic insufficiency. Patient symptoms before the valve in valve were lower extremity edema, sleeping sitting upright, incredibly short of breath, and occasionally dizzy.